Event description:
Event verbatim [preferred term] developed 2nd degree burn/ redness and blistering/ burning sensation [burns second degree] , red scarring [scar] , did not check skin under the product while wearing thermacare/did read the usage instructions [intentional device misuse], . Case narrative:this is a spontaneous report from a contactable consumer on behalf of his wife. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain, device lot number s41968/ 4/22, expiration date mar2020), via an unspecified route of administration from an unspecified date for pain. Medical history included lupus, fibromyalgia, and rheumatoid arthritis from 2008, and neuropathy from an unspecified date. Concomitant medications included hydrocodone bitartrate/paracetamol (norco), oxycodone hydrochloride (oxycontin), and hydroxychloroquine phosphate (plaquenil). In (B)(6) 2018, the patient felt a burning sensation but didn't take the heatwrap off to check. Once the heat dissipated and she took the heatwrap off she noticed her back was really burning. After removing the wrap, she noticed redness and blistering appeared. She had developed 2nd degree burns and a blister on her back after using thermacare heat wraps multipurpose advanced muscle pain therapy, which was confirmed the next day by her physician. Reporter states it was like a butterfly strip on her back. There are 2 blisters and a little bit of red scarring. Patient classified skin tone as very light, does not have sensitive skin and does not have abnormal skin conditions. The heatwrap was used for 4-6 hours on the day of the event. The patient has previously used thermacare for years and doesn't sleep with it. She has previously used other heat products for pain relief while hospitalized a few times and they used a heating pad. She has never experienced the same problem/symptom with previous use. The patient did attach the adhesive to the body and did read the usage instructions on thermacare before using the product. She did not engage in exercise while using the product and did not check skin under the product while wearing thermacare. The patient was still using the product because she loved them. Reporter said that the patient had a bunch that did not heat up. He said that was the least of his concerns. Reporter said that he did not know the lot number for the heat wraps that have not heated up. The action taken in response the events was dose not changed. The patient was seen by her doctor who stated to watch it, apply a salve (unspecified generic, over the counter) and not to use the wraps for a while. The reporter states the areas are healing. The outcome of burns second degree was recovering. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13feb2018): new information received from a contactable consumer included: suspect product data (action taken), product complaint. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] developed 2nd degree burn/ redness and blistering/ burning sensation [burns second degree], red scarring [scar] , did not check skin under the product while wearing thermacare/did read the usage instructions [intentional device misuse], . Case narrative:this is a spontaneous report from a contactable consumer on behalf of his wife. A (B)(6) caucasian female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain, device lot number s41968/ 4/22, expiration date mar2020), from an unspecified date at an unspecified frequency for pain. Medical history included lupus, fibromyalgia, and rheumatoid arthritis from 2008, neuropathy from an unspecified date and hospitalization a few times from an unspecified date. Concomitant medications included ongoing hydrocodone bitartrate,paracetamol (norco) at 750 mg daily for pain, ongoing oxycodone hydrochloride (oxycontin) tablet (strength: 30 mg) at 60 mg daily for pain and ongoing hydroxychloroquine phosphate (plaquenil) at 200 mg daily for lupus. The patient previously used thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. In (B)(6) 2018, the patient felt a burning sensation but didn't take the heatwrap off to check. Once the heat dissipated and she took the heatwrap off she noticed her back was really burning. After removing the wrap, she noticed redness and blistering appeared. She had developed 2nd degree burns and a blister on her back after using thermacare heat wraps multipurpose advanced muscle pain therapy, which was confirmed the next day by her physician. Reporter stated it was like a butterfly strip on her back. There were 2 blisters and a little bit of red scarring in (B)(6) 2018. Patient classified skin tone as very light, did not have sensitive skin and did not have abnormal skin conditions. The heatwrap was used for 4-6 hours on the day of the event. The patient had previously used thermacare for years and didn't sleep with it. She had previously used other heat products for pain relief while hospitalized a few times and they used a heating pad. She had never experienced the same problem/symptom with previous use. The patient did attach the adhesive to the body and did read the usage instructions on thermacare before using the product. She did not engage in exercise while using the product and did not check skin under the product while wearing thermacare in (B)(6) 2018. The patient was still using the product because she loved them. Reporter said that the patient had a bunch that did not heat up. He said that was the least of his concerns. Reporter said that he did not know the lot number for the heat wraps that had not heated up. Reporter further stated that the heatwrap was disposed after the patient took it off. The action taken in response to the events for thermacare heatwrap was dose not changed. The patient was seen by her doctor who stated to watch it, apply a salve (unspecified generic, over the counter) for the event "developed 2nd degree burn/ redness and blistering/burning sensation" and not to use the wraps for a while. The reporter stated the areas were healing. The outcome of the event "developed 2nd degree burn/ redness and blistering/burning sensation" was resolving. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13feb2018): new information received from a contactable consumer included: suspect product data (action taken), product complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (07mar2018): new information received from a contactable consumer includes the heatwrap was disposed after the patient took it off, in addition amendment includes medical history and past drug event added. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Developed 2nd degree burn/ redness and blistering/ burning sensation [burns second degree] , red scarring [scar], did not check skin under the product while wearing thermacare/did read the usage instructions [intentional device misuse]. This is a spontaneous report from a pfizer-sponsored program, pfizer rxpathways. A contactable consumer reported on behalf of his wife. This 51-year-old caucasian female patient (not pregnant) started to use thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) (device lot number s41968, expiration date mar 2020) from an unspecified date at an unspecified frequency for pain. Medical history included lupus, fibromyalgia, and rheumatoid arthritis from 2008, neuropathy from an unspecified date and hospitalization a few times from an unspecified date. Concomitant medications included ongoing hydrocodone bitartrate,paracetamol (norco) at 750 mg daily for pain, ongoing oxycodone hydrochloride (oxycontin) tablet (strength: 30 mg) at 60 mg daily for pain and ongoing hydroxychloroquine phosphate (plaquenil) at 200 mg daily for lupus. The patient previously used thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. In (B)(6) 2018, the patient felt a burning sensation but didn't take the heatwrap off to check. Once the heat dissipated and she took the heatwrap off she noticed her back was really burning. After removing the wrap, she noticed redness and blistering appeared. She had developed 2nd degree burns and a blister on her back after using thermacare heat wraps multipurpose advanced muscle pain therapy, which was confirmed the next day by her physician. Reporter stated it was like a butterfly strip on her back. There were 2 blisters and a little bit of red scarring in (B)(6) 2018. Patient classified skin tone as very light, did not have sensitive skin and did not have abnormal skin conditions. The heatwrap was used for 4-6 hours on the day of the event. The patient had previously used thermacare for years and didn't sleep with it. She had previously used other heat products for pain relief while hospitalized a few times and they used a heating pad. She had never experienced the same problem/symptom with previous use. The patient did attach the adhesive to the body and did read the usage instructions on thermacare before using the product. She did not engage in exercise while using the product and did not check skin under the product while wearing thermacare in (B)(6) 2018. The patient was still using the product because she loved them. Reporter said that the patient had a bunch that did not heat up. He said that was the least of his concerns. Reporter said that he did not know the lot number for the heat wraps that had not heated up. Reporter further stated that the heatwrap was disposed after the patient took it off. Action taken in response to the events for thermacare heatwrap was dose not changed. The patient was seen by her doctor who stated to watch it, apply a salve (unspecified generic, over the counter) for the event "developed 2nd degree burn/ redness and blistering/burning sensation" and not to use the wraps for a while. The reporter stated the areas were healing. The outcome of the event "developed 2nd degree burn/ redness and blistering/burning sensation" was resolving. The outcome of the other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (13 feb 2018): new information received from a contactable consumer included: suspect product data (action taken), product complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (07 mar 2018): new information received from a contactable consumer includes the heatwrap was disposed after the patient took it off, in addition amendment includes medical history and past drug event added. Additional information has been requested and will be provided as it becomes available. Follow-up (15 mar 2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] developed 2nd degree burn/ redness and blistering/ burning sensation [burns second degree], red scarring [scar], did not check skin under the product while wearing thermacare/did read the usage instructions [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer on behalf of his wife. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain, device lot number s41968/ 4/22, expiration date mar2020), via an unspecified route of administration from an unspecified date for pain. Medical history included lupus, fibromyalgia, and rheumatoid arthritis from 2008, and neuropathy from an unspecified date. Concomitant medications included hydrocodone bitartrate/paracetamol (norco), oxycodone hydrochloride (oxycontin), and hydroxychloroquine phosphate (plaquenil). In (B)(6) 2018, the patient felt a burning sensation but didn't take the heatwrap off to check. Once the heat dissipated and she took the heatwrap off she noticed her back was really burning. After removing the wrap, she noticed redness and blistering appeared. She had developed 2nd degree burns and a blister on her back after using thermacare heat wraps multipurpose advanced muscle pain therapy. Reporter states it was like a butterfly strip on her back. There are 2 blisters and a little bit of red scarring. Patient classified skin tone as very light, does not have sensitive skin and does not have abnormal skin conditions. The heatwrap was used for 4-6 hours on the day of the event. The patient has previously used thermacare for years and doesn't sleep with it. She has previously used other heat products for pain relief while hospitalized a few times and they used a heating pad. She has never experienced the same problem/symptom with previous use. The patient did attach the adhesive to the body and did read the usage instructions on thermacare before using the product. She did not engage in exercise while using the product and did not check skin under the product while wearing thermacare. The action taken in response the events was permanently discontinued. The patient was seen by her doctor who stated to watch it, apply a salve (unspecified generic, over the counter) and not to use the wraps for a while. The reporter states the areas are healing. The outcome of burns second degree was recovering. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.